Event description:
Additional information received reported that the patient was having the device replaced on (B)(6) 2013 because of normal battery depletion. The patient also noted that he had the same issue as he did with the recliner chair when he used an electrical drill in his right hand, the same side as the implant. The patient also mentioned that he felt more stimulation when he lied down or squatted. The patient had not had to make adjustments for the ¿last six to eight months.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 281240002, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Event description:
Additional information confirmed the patient was ¿fine after he got rid of the chair.¿ it was reported the patient ¿would need constant adjustments and he would have to increase his stimulation to 8-9 for relief¿ when he had his electric chair. It was noted the patient would ¿need a new implant soon¿ at the time of report. The patient¿s physician ¿intended to replace [the device] in (B)(6) 2013.¿ it was noted that in (B)(6) 2013 the patient¿s physician stated ¿his implant battery would last six more months.¿

Event description:
It was reported that the patient was constantly getting adjustments every 2 months since he was implanted as his device was constantly "out of whack." As such, there had been some considerations to possibly remove the device .the patient was adjusted on (B)(6) 2012, 16 days after that and his last adjustment, 2 months afterwards. It was noted that it was either once or twice a week but it varied. The reporter indicated that the patient realized that there was a motor in his reclining chair that could have had some interference. The patient got rid of the electric chair and hadn't had any issues with therapy since then. The patient had also not had to have any adjustments done for the 6 months prior to the report. It was noted that the patient's stimulation had been increased at the last adjustment session.

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that no abnormal impedance measurements were noted. It was noted that the patient had been reprogrammed. It was noted that the patient had a battery replacement on 2013 (B)(6) due to normal battery depletion. It was noted that the patient had not mentioned the event healthcare professional¿s (hcp) office. It was noted that there were no signs or symptoms related to the event and that the outcome was no injury. It was noted that the event did not require hospitalization.